Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory (pil) for evaluation. During the evaluation of the device pil installed the trilogy evo system pca on the trilogy evo stb and started therapy and ran therapy on detachable battery power until the detachable battery was at approximately 47% capacity and then ran therapy on internal battery power until the internal battery was at approximately 48% capacity. Pil then reinstalled the detachable battery and applied ac power and charged both batteries to 100% capacity and then ran therapy on ac power for approximately 1 hour and the system pca operates without issue, the error codes related to the internal and external batteries were not duplicated. Pil concluded that the system pca operates as designed. The trilogy evo system pca was scrapped. Section h6 coding was updated.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. This suggests a temporal failure had occurred in the charge function. The device's circuit board was replaced to address the issue.